Event description:
Information was received indicating that during testing of a smiths medical cadd cassette reservoir, no disposable alarm was noted, and 4.2ml of infusion was remaining. It was also reported that air bubbles were present in line on cassette. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other text: additional information added to h6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. : the samples didn?t present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. The samples were fully priming and connected without difficult, the pump was set running. No air bubbles generated in the cassette use and no alarms were activated. The complaint was not confirmed.the root cause was unknown due to samples were tested and no alarms were activated.no actions taken were performed since the complaint was not confirmed.